Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity decreased not as expected in between follow ups, but the exact time frame in which this change was observed was not specified. Consequently, the physician decided to explant and replace the device. At this time, there is no evidence that suggests data analysis was performed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. According to the information provided from the field, the product was disposed by the hospital right after explant, so it is not available for return to perform a thorough analysis.